Event description:
It was reported that the ventilator shut down while connected to a patient. The ventilator was stuck in an error, "saving config", and the customer was unable to get the ventilator to shut down or do anything to change the error message. The patient had to be manually ventilated with an ambu bag. It is unknown if the ventilator had an audible alarm when the reported problem occurred.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. When the ventilator was powered on and off multiple times, no errors occurred. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the initial final test and initial alarm volume tests. Inspection of the ventilator did not reveal any anomalies. A review of the event trace found ventilator reset alarm entries which are consistent with the customer's reported problem. The main board was replaced as a pre-caution.